Manufacturer narrative:
One unknown zimmer titanium abutment was returned for inspection. The abutment is confirmed to be fractured at the restorative surface. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates fracture of one unknown abutment. The alleged event was confirmed following inspection. A root cause could not be determined for this complaint. No immediate corrections are required. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The customer reported that an unknown abutment screw fractured in the patients mouth.